Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was accidentally slammed in a car door, resulting in a damaged screen and loss of pump usability, and the patient transitioned to backup therapy without blood glucose impact. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no interruption to diabetes management due to immediate use of backup therapy and continued cgm use. Investigation included device history and complaint assessment, review of user-reported handling, and verification that data do not transfer to a replacement device. Investigation of this case revealed physical damage consistent with accidental external impact to the pump¿s display/housing, with no allegation of device malfunction prior to the impact. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from unintentional impact.